Event description:
Hcp reported they were unable to obtain telemetry and the pump was double beeping. The patient had had radiation therapy related to cervical and colon cancer. The pump was replaced and returned to the manufacturer for analysis with a report of it being defective. The hcp stated they had no recollection of the patient experiencing any serious event such as drug withdrawal at the time of the replacement. The patient outcome was not reported. A follow up report will be sent when additional information is received.